Event description:
It was reported communication could no longer be established between the pt's ipg and the pt programmer or magnet. In addition, the pt (B)(6) is no longer feeling stimulation. Follow up info revealed troubleshooting was conducted at the clinic and the issue has been resolved. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.